Manufacturer narrative:
The peritonitis occurred on an unspecified date "around year 2014". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection from the titanium adapter which resulted in bacterial peritonitis, manifested by stomach pain. It was reported the adapter detached and led to the ¿transfer set fall off¿. The cause of the disconnection was not reported. The patient re-connected and ¿fixed by hands¿. The following day the patient presented to the hospital and was diagnosed with peritonitis. It was not reported if the patient was admitted for the event. The patient was treated with intraperitoneal cephalosporin and another unspecified drug for the event (no further details). At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.